Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical services and reported the patient encountered drain complications during drain 1 of treatment. The cycler was rebooted and the caregiver noticed foam coming out of patient's drain line. A pink bead like substance was also noted in the patient line. On follow-up with the patient's nurse it was noted the patient was taken to the emergency room due to symptoms of abdominal pain and admitted on (B)(6) 2016. Upon admission the patient was diagnosed with peritonitis. The patient's pd effluent was cultured and the results did not show growth. However the culture results had an increased white blood cell count. The patient was given an unknown dose and frequency of antibiotics and subsequently discharged on (B)(6) 2016.